Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that this was a closure using a perclose device. Reportedly, the perclose device was possibly related to the vascular access site and access related complications (right common femoral occlusion). This was treated with a percutaneous intervention (angioplasty/stent). No additional information was provided.